Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced recurrent hypoglycemia reported at 30 mg/dl blood glucose while using the ilet following a dinner bolus, that required treatment with glucagon. Customer care provided support that included user education or troubleshooting. Investigation of this case revealed the cause of hypoglycemia was unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included the need for rescue therapy with glucagon without hospitalization. It was concluded that a definitive device-related root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.